Manufacturer narrative:
The customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing and internal inspection without duplicating the report. Review of the log found no errors that wuld impact the devices ability to deliver therapy. The compressor calibration was run and passed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year-old female patient, the device is making a clicking sound. Complainant indicated that the clinician bag ventilated the patient to continue treatment. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.